Event description:
On (B)(6) 2022, genmark was advised of unexpected positive results for sars-cov-2 and human rhinovirus/enterovirus on the eplex rp2 panel tested on (B)(6) 2023. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumables performed as expected. The unexpected positive results were generated during the customer¿s lot validation testing on the eplex rp2 assay lot 91385082. The sample was a characterized negative clinical sample which had been used as a control for previous lots. The customer confirmed the sample was stored refrigerated for 12 days, which exceeds the conditions defined in the package insert. The same sample was tested on a second lot and yielded unexpected positive results for sars-cov-2 and human rhinovirus/enterovirus. This event is reported in MDR 3008632402_2023_00004.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91385082 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial 1741100240) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record (B)(4).